Event description:
During an unknown procedure utilizing the pin, passing, drill tip 2.4x381mm, strl, it was reported that some metallic dust was observed. The surgeon washed out the dust, however, he was unsure all was removed from the patient. The procedure was able to be completed with a backup device. The patient was reported to be okay post-procedure.

Manufacturer narrative:
Device evaluation: one pin, passing, drill tip 2.4x381mm, strl device was returned for evaluation of the reported complaint mode, "shedding/flaking". Radial skive marks were noted on the returned passing pin, which could have resulted in the reported shedding. The passing pin was noted to be bent, which could have resulted in the device coming into contact with an ancillary device during rotation causing the observed marks. Procedural factors may have led to the bending of the pin. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. No further investigation is required at this time. (B)(4).